Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the device never worked for patient. Caller states the device 'shocks all the way through her'. Caller states the patient is having heart problems and 'we think the stimulator might be causing it'. Patient has been on a heart monitor for 30 days and it 'shows a lot of extra beats' and the caller thinks this is caused by ins. Caller states the patient is confined to her bed and they are unable to connect to ins to turn stim off. It was also stated that they wanted the mdt representative to come to their appointment with pcp to turn stimulation off for a nuclear stress test. A follow up email was sent to the manufacturer representative. No further complications were reported or anticipated.